Event description:
It was reported that the pump exhibited error code. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Are unknown. No information has been received to date.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with cracked battery and peeling downstream occlusion sensor seal; tamper seals were missing. There was evidence of the error or reported problem in the event history log. The reported problem was duplicated. The investigation found an error 41100 message in the device information folder and in the pump's event history logs. A corrupted software was believed to have been the cause of the reported problem. For corrective action the software was reinstalled. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)

Manufacturer narrative:
Other, other text: b5: additional information received on 02-aug-2022 via email and attached in complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120.